Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) touchscreen was glitching intermittently. The issue was found during leak test and there was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fileds: b4, e1 (intial reporter, event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation conclusions, investigation findings, type of investigation). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, unit touchscreen reported to be glitching intermittently. Biomed ran unit using trainer and confirmed intermittent glitching of touchscreen after about 45 mins of pumping. Fse inspected unit touchscreen internals for signs of failure or loose connections on video generator board and touchscreen, none noted. Replaced touchscreen (0160-00-0123) and ran iabp on trainer for 1 hour with no signs of glitch issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a